Manufacturer narrative:
There were two kinks on the hypotube 58.8cm and 72.3cm distal to the strain relief. The stent was positioned correctly between the marker bands but did not meet specifications due to the deformation to the stent wraps. Deformation was evident to the 10th, 14th, 15th, 16th and deformation was also evident from the 21st to the 30th stent wraps with struts raised, stretched, bunched and overlapping. Deformation was evident to the distal tip. The 0.015 inch mandrel could not load through the guidewire lumen due to hardened blood in the guidewire lumen. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, an attempt was made to use on resolute integrity drug eluting stent to treat a non-tortuous and non-calcified lesion located in the proximal left anterior descending artery, exhibiting 70% stenosis. There were no abnormalities reported in relation to anatomy. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop. The device was not inspected. Negative prep was not performed. The lesion was pre-dilated. Device did pass through a previously-deployed stent. Resistance was encountered when advancing the device. Excessive force was used during delivery. It was reported that the stent deformed during positioning due to the used of the device in difficult lesion morphology. It was noted that while placing the stent in to the lesion with the guideliner, stent strut damage occurred as a result of the friction of the stent and the guideliner. Procedure was completed using a non-medtronic stent. Patient status post-procedure is alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.